Event description:
Additional information was received that the driveline was disconnected when trying to change to the backup controller due to an issue with the backup battery of the primary controller. The patient did not experience any symptoms when the driveline was disconnected. Troubleshooting was performed by doing log file analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via the submitted log file; however, the reported events of a backup battery fault and the controller not alarming was not confirmed. A review of the submitted controller event log file spanned approximately 42 days (16aug2023 ¿ 27sep2023 per time stamp). The driveline was disconnected for issue with the backup battery on 21aug2023 at 09:25:03 which resulted in a pump stop. The backup battery fault prior to the disconnection was not captured in the log file. The driveline disconnect alarm cleared when the driveline was reconnected 12 seconds later, and the pump returned to the set speed without issue. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis and remains in use. Per the additional information, the root cause for the driveline being disconnected was due to an issue with the backup battery. A root cause for the reported events of a backup battery fault and the controller not alarming cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault and no external power alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop while connected to battery power and the issue was resolved when connected to the mobile power unit (mpu). (B)(6) 2023 at (B)(6) , something started com a and com b faults. A few seconds later, the pump had stopped, showing power a, b broken (fault), and starting from 09:25:11, a rotor displacement fault was noted. As the customer has never seen a similar event, they were concerned if it could be caused by a device malfunction. It was also reported that the patient was continuously on the same system controller but did not have any alarm going off. The event log file captured a pump stop event that occurred due to the driveline being disconnected. Related MFR #2916596-2023-07407.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.